Event description:
It was reported that the revision driver failed and didn't distract plate and screws properly.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was confirmed visually to have five screws locked in the plate and was not able to remove. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is not determined and multifactorial.

Event description:
It was reported that the revision driver failed and didn't distract plate and screws properly.